Event description:
It was reported the patient underwent a procedure for implant of artificial cervical disc. While preparing the endplates, the cutter instrument was only able to cut the superior endplate. After several attempts, a new cutter was opened and used without further incident. No patient complications were associated with the event.

Manufacturer narrative:
(B)(4): the device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: manual functional review of the returned cutter did identify some binding. Visual inspection of the individual instrument components, gear and pinion did identify wear. Several measurements were taken from both sides of the cutter and there did not appear to be any out of specification condition that would lead to the cutter not cutting properly. Visually there is some wear on the cutting surfaces that could cause each side to cut differently. Conclusion: after visual, dimensional, and functional evaluation, we are unable to definitively determine specific root cause of the foregoing event from the available information.